Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 180 mg/dl. During a systems check with tandem technical support (cts) it was discovered that customer was using supplies beyond labeling and not correctly performing the cartridge air removal step of the load procedure. Cts educated the customer on proper load technique and cartridge/insulin labeling. Reportedly, customer changed pump supplies to address the issue.